Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction recurs, which was understood and acknowledged.